Event description:
During a diagnostic angiogram, air was injected into the patient's right coronary artery (rca). Customer reports they had already performed an rca injection prior to the one that introduced air. The patient experienced bradycardia and was treated with atropine. Patient stabilized and did not report chest pain or any other complications. The hospital staff reports not knowing the origin of the air nor did they recall looking for or observing air in the line when they were injecting.